Manufacturer narrative:
The company field service engineer investigated the anesthesia workstation at the hospital and concluded that the expiratory pressure transducer pc board needed to be replaced. The replaced expiratory pressure transducer pc board was returned for investigation together with the device logs. The returned pressure transducer board was simulated use tested in our laboratory environment but the reported issue could not be reproduced. Several successful system check out: s were performed. Electric measurements of the pressure transducer board did not reveal any deviations the pressure transducer has a factory built in 2 volt zero pressure offset. The received device logs show that the pressure transducer test failed during the event day due to the zero pressure offset value being at 0 volt. During this investigation, we have not been able to determine the cause of the incorrect values during the reported event day since we have not been able to reproduce the fault.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system check out. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).